Event description:
It was reported the patient received the following results within 10 minutes: 356 mg/dl at 9:28 p.m., 155 mg/dl at 9:33 p.m., 131 mg/dl at 9:35 p.m., 120 mg/dl at 9:37 p.m., 291 mg/dl at 9:39 p.m., 133 mg/dl at 9:41 p.m., and 136 mg/dl at 9:42 p.m.